Event description:
As reported by the user facility: describe event or problem: IV pump continued to infuse with air-in-line alarm beeping. Air observed in the entire tubing. As the pump IV extension set still had fluid visible, therefore air is not believed to have reached the patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.